Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 20 mmol/l at the time of the call. The customer stated that their insulin pump replacement took too long which caused the keypad failure. The customer was not hospitalized.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The up arrow button was unresponsive due to corroded keypad traces. The insulin pump was monitored and the time was normal with battery replacement. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.